Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the syncrhoseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported event. The synchroseal instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. The instrument sealed and synced multiple times with no issues. The jaw gap verification passed at 0.003. The grip force test was performed and passed. No errors occurred during in-house testing. An additional observation not reported by site: the instrument was found to have thermal damage on the cut electrode. The instrument was tested for electrical continuity and passed. The root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the synchroseal instrument was not working. The customer contacted technical support and informed the technical service engineer (tse) that the instrument was working for the first part of the case and now the led above the port was blinking amber when they plugged it in. The customer power cycled the e-100 with no change. The power button led was white indicating the e-100 system did not have any internal faults. The customer opened another synchroseal instrument, and it was also blinking amber. The customer then opened a vessel sealer extend instrument and it also had the same issue. The customer switched to the erbe with the vessel sealer instrument to continue the surgery. The procedure was completed as planned with no reported injury.